Event description:
It was reported that the patient had a low battery situation. The device was interrogated and complete impedance of all leads was found. It was elected to replace the device system. During explant, the lead wire was broken at the level of the foramina. It was elected to leave the lead in place and a new interstim device system was placed.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown. Evaluation of the implantable neurostimulator revealed no significant anomalies and normal battery end of life. Final device analysis of the lead revealed the lead body/conductors were broken at or near the tines. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).